Event description:
Boston scientific received information that interrogation of this device was unsuccessful. It was noted that there was a large bandage on the wound which could be affecting the ability to interrogate device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting with the caller and requested the caller call back if interrogation is not successful. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.